Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after a period of cgm signal loss to the ilet, during which insulin was not delivered; the user was on a 23" teflon 6 mm inset infusion set, performed infusion set and cartridge changes, and later administered a 3-unit subcutaneous insulin injection by pen per troubleshooting and education provided. Symptoms included high blood glucose above 400 mg/dl for approximately 14 hours, without reported ketones, loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no need for assisted care. Investigation included review of synced device reports and guided troubleshooting, including ketone testing, infusion set change, manual injection, suspension of pump insulin for two hours after the injection, and plans to reconnect to therapy. Investigation of this case revealed that cgm signal loss to the ilet resulted in suspended automated insulin delivery while glucose was already elevated, consistent with a device communication issue between the cgm and the ilet rather than a hardware failure of the pump or infusion set. It was concluded, based on previously established findings for similar reports, that the cause was hyperglycemia secondary to cgm-to-controller signal loss leading to missed insulin delivery.